Event description:
It was reported that the left ventricular (lv) lead had pulled back. The lv lead had no capture and high thresholds causing phrenic nerve stimulation. The lv lead was inactivated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed that no anomalies were found.